Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted via the femoral artery in a 38 year-old female patient presenting with cardiomyopathy following cardiac arrest. The patient¿s clinical state prior to initiation of support was society for cardiovascular angiography and interventions (scai) shock stage d. A 14 french peel-away sheath exchanged for a 13 french repositioning sheath. Post-procedure, distal pulses were unable to be obtained. An angiogram was performed, which confirmed no distal perfusion past the sheath. Due to the absence of distal perfusion, the impella cp device was removed and an intra-aortic balloon pump was inserted. The patient survived to explant. Limb ischemia may have resulted from compromised distal perfusion associated with large-bore arterial access in the setting of cardiogenic shock as the patient presented in society for cardiovascular angiography and interventions (scai) shock stage d.